Manufacturer narrative:
(B)(4). Failure to advance/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. It was reported the graftmaster was attempted to be advanced through a previously deployed stent, which likely contributed to the failure to advance. The device history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot number was not reported. Based on the information provided, the reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. The lot number was not identified. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during an attempt to treat a limited perforation, adequate support could not be maintained to advance the graftmaster through a previously deployed stent. Clotting was noted on the wire at pullback and no cardiac tamponade developed, so no further attempts were made to deploy the graftmaster. No treatment for the perforation was reported. No additional information was provided.